Event description:
It was reported that insulin pump experienced recurring malfunction alarm identified by malfunction code and fault ID, which prompted contact with technical support. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, was provided a replacement pump, and was guided on placing malfunctioning pump into storage mode, transferring pump settings, reconnecting continuous glucose monitor, and returning affected pump to tandem using prepaid label.